Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified forearm vessel. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 24 atmospheres on the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).